Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non chronic totally occluded (cto) target lesion was located in the mildly tortuous and mildly calcified left iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.